Event description:
On (B)(6) 2012, the lay-user/patient contacted animas and reported having erratic blood glucose (bg) levels. The patient has reportedly been a "brittle diabetic" for (B)(6) years. She has "a lot of health issues" and takes anti-seizure medications. The patient indicated that on an unspecified date/time, she had a bg level of "500 mg/dl." The patient explained, however, that the high bg level was probably a result of rebounding from a low bg level. The patient added that when she is low she gets hungry and overeats. The patient stated that within the past 5 years, she has been hospitalized 10 times and in some cases her bg's went to "20 mg/dl". The patient mentioned that in some cases the hospital treated her with an IV (unknown contents) and "brought her back." In most instances, the patient also mentioned that she declined going to the hospital. In other instances, the patient mentioned that she was unable to wake up in the morning. Whenever her bg's are low, the patient reportedly has symptoms of lethargy and trouble thinking. However, there are times when she does not have symptoms with low bg's. In another event, the patient was reportedly missing for 6 hours. She apparently drove into a field and her bg level was "50 mg/dl." The patient could was unsure if she suffered a seizure or passed out during that event. The patient was no implicating the pump for her low bg episodes. The patient attributed the low bg's to any change in patterns such as walking around more. She was in the process of going through a divorce which was affecting her bg's. The patient reportedly saw her health care provider (hcp) in april and adjustments were made to her insulin regimen to prevent hypoglycemic episodes. The pump settings were adjusted to keep her bg's at a higher level of "150 mg/dl." The patient stated that her bg's have been running higher in the morning at around "200 mg/dl." The patient denied that the pump was exposed to a MRI or x-ray. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she suffered low bg levels with symptoms suggestive of severe hypoglycemia. However, at this time, it is unknown if the pump contributed to her injuries considering she was not implicating the device for her low bg events.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.